Event description:
Additional information received from the investigation report concluded that device malfunction was unable to be verified; the reported fractured screw was not present within the implant drive feature as it was reported.

Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 8.5mm (item # xifnt485) was returned for investigation. Visual inspection of the as returned product identified evidence of wear from use, but no signs of significant damage or deformation. The reported screw was not present in the implant or separately returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth #5 and was used for less than a month. X-ray images were provided and reviewed by a dental medical sme. The x-ray images were found to not definitively support the allegation of the reported screw fracture. DHR review and complaint history review could not be performed for the reported unknown biomet screw, as the part and lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the implant subject lot number (2019020360). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2019020360) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report; b5: event description updated; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufacturer; h6: entered evaluation codes; h10: added manufacturer narrative. The following sections have been corrected: a1-a5: sections updated; b1-b2: report type updated.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown screw fractured within the implant. Fractured screw piece could not be removed and implant was removed. Tooth location 5.